Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and a preliminary evaluation was performed. The preliminary evaluation was unable to reproduce the reported failure. The device logs were sent to the resmed design house located in (B)(4) for an evaluation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system fault messages. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to the resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrences of system fault error messages (sf 218 and 197). Based on all available evidence and previous investigation of similar complaints, the investigation determined that the reported system fault error messages (sf 218 and 197) were due to contamination in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).